Event description:
End-user stated that medical attention was sought on 11-04-2019 around 10:00pm at home. The end-user stated that she checked her blood sugar with her prodigy meter and received a result 290mgd/dl, a normal result for that time of day is around 150mg/dl. About 30 minutes later she stated that she had a headache and felt as though her blood sugar was dropping which prompted her to call ems. Ems arrived within 10-15 minutes and performed a blood glucose test with their meter and received a result 75mg/dl. End-user was given orange juice by ems and was not transported to the hospital. When ems left her blood glucose was 90mg/dl. No other treatment was received. No additional information was provided.